Event description:
It was reported that during device change-out for output anomaly, dfts were performed with the lead and the new device. The shock was aborted due to a lead anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 12.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.